Event description:
The customer reported that the device would not close and activate. The device was returned to covidien for eval and it was found that the knife blade protruding from the jaws of the device.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.